Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096375. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096370.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced redness and extrusion of the implantable pulse generator (ipg) through the skin in the left lower back. It was noted that the patient lives next to a creek with many mosquitoes and humidity. Therefore, the patient was hospitalized and underwent a revision procedure during which the full scs system was explanted. Additionally, the patient was given pain relief medication and antibiotics, and is recovering well postoperatively.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced redness and extrusion of the implantable pulse generator (ipg) through the skin in the left lower back. It was noted that the patient lives next to a creek with many mosquitoes and humidity. Therefore, the patient was hospitalized and underwent a revision procedure during which the full scs system was explanted. Additionally, the patient was given pain relief medication and antibiotics, and is recovering well postoperatively. Additional information was provided that clarified that the leads were explanted electively with no device issues.

Manufacturer narrative:
Device analysis that was performed on the returned ipg revealed normal device characteristics during visual inspection. Additionally, a sterilization record review that was performed did not find any deviations or anomalies that could have contributed to the reported event. A labeling review that was performed determined that in rare cases, adverse tissue reaction to implanted materials and skin erosion at the ipg site can occur over time. Additionally, temporary pain at the implant site is noted within the instructions for use (IFU) as a potential surgical procedural risk associated with use of the device. Therefore, the reported event of redness and extrusion of the ipg through the skin are known inherent risks associated with implanting a pulse generator as part of a system to deliver spinal cord stimulation, as documented in the IFU.

Manufacturer narrative:
Update to block b5 additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096375. Product family: scs-linear leads. Upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7096370.

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced redness and extrusion of the implantable pulse generator (ipg) through the skin in the left lower back. It was noted that the patient lives next to a creek with many mosquitoes and humidity. Therefore, the patient was hospitalized and underwent a revision procedure during which the full scs system was explanted. Additionally, the patient was given pain relief medication and antibiotics, and is recovering well postoperatively. Additional information was provided that clarified that the leads were explanted electively with no device issues.